Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had some occasional noise which lead to pacing inhibition. A new lead was attempted, but the physician was unable to get vascular access so this lead was left implanted with a temporary pacing wire was put in.